Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer was admitted to the hospital due to an elevated blood glucose (bg) level which displayed as "high" and preterm labor. No specific bg value was provided. Reportedly, customer administered a manual injection to address bg and was treated with intravenous fluids, insulin and nausea medication while in the hospital. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.